Manufacturer narrative:
Date sent: 07/27/2009. Information anticipated, but unavailable at this time.

Event description:
It was initially reported that during a lobectomy procedure, the surgeon had difficulty closing the adjusting knob. When he was able to get it closed and fire the device, the first round of staples from the reload fired a staple line that leaked. The device was reloaded and re-fired, and the device worked normally to complete the procedure. There were no adverse pt consequences. Additional information was requested and received. The staple line was complete, not formed properly.